Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a touch contamination, the ¿cap on the patient line of the cassette came off and had break in aseptic technique¿. The peritonitis was manifested by abdominal pain and cloudy fluid. It was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal vancomycin (1gm every three days for 14 days) and z-pak (500mg for first day, then decreased to 250mg the next four days) for peritonitis. Dianeal therapy was ongoing. The patient was recovered from the event 14 days after event onset. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.